Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing was cracked causing insulin to leak. Customer's blood glucose (bg) ranged from 450-563 mg/dl and ketones were present. A correction bolus was delivered, insulin injection administered and a temporary basal rate was set to address bg. Customer went to the emergency room and was admitted to the hospital. Intravenous fluids/insulin and were administered. Elevated bg was resolved and customer was discharged from the hospital on (B)(6)2019. Customer reverted to using manual injections for insulin therapy and ordered a new box of cartridges.